Event description:
A report was received that three gallons of cidex opa spilled out of the facility's non-asp automatic endoscopic reoprocessor during a preventive maintenance call. No one touched the cidex opa spill. No adverse effects are associated with the spill. A customer care center (ccc) associate reviewed the accidental release measures from product msds. The customer has a current copy of msds. A telephone f/u confirmed that there were no adverse effects from the product spill, and that the product lot number was unk.